Event description:
A trilogy o2 device was returned to the manufacturer for periodic maintenance service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer service center, a ventilator service required error code relating to a 'foreign battery int li ion' was found in the device's error log. The service technician states that the error is believed to be due to a malfunction of the power control system. The power management printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, a non-reportable 'replace detachable battery' error code was also found in the device's error log. The pca replacement resolve the issue. It is also noted that no abnormalities were found during the operational check. The trilogy o2 pm1 kit was replaced for maintenance per the request of the customer. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly. The power management board was returned to the product investigation lab (pil) for additional testing. The power management board was found to operate as designed without issue when evaluated independently. The component has been scrapped.